Event description:
Information received indicates the brake will engage, but the casters are starting to ratchet.

Manufacturer narrative:
The technician found the brake casters were worn and the hex rod screws were broken. The technician replaced the brake casters and hex rods to repair the bed.